Event description:
Bariatric surgical procedure rny gastric bypass was being performed on this pt using a new stapler system. Surgeon noted almost free bleeding from the linear stapler line following use of the new stapler. The pt required re-operation due to bleeding from the linear staple line into the bypassed stomach due to bleeding from the linear staple line. The pt required six units of blood, three units of fresh frozen plasma and activated factor vii.